Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient is experiencing weakness, popping, grinding and walks with a limp. The patient has concerns that their implant is part of a recall. In (B)(6) 2015 the doctor recommended revision surgery. The patient was implanted with a persona tibia and tm patella on (B)(6) 2014 and as of this notification has not been revised. Note that the persona tibia is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet (B)(4) design control.